Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture and had been found to previously been programmed off. The boston scientific sales representative believes it could be lead on lead interaction with another implanted lead. To date, no adverse patient effects have been reported.